Event description:
On 12/8/1998 safeskin corp was served w/the following lawsuit: plaintiff alleges the following: while in at school and her various places of employment, plaintiff inhaled and/or was exposed to defendants' latex containing products, including but not limited to latex powered gloves. Plaintiff alleges that she suffered the following injuries: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatits, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress. Plaintiff became aware that her symptoms may have been related to latex exposures on or about march 10, 1997.